Event description:
It was reported the patient presented to the ER (emergency room) (B)(6) 2015 with an alarming pump. The reservoir had been empty for at least 2 months and nobody at the ER was able to assist. Per the reporter they planned to see the patient on monday (B)(6) 2015 with an ER physician to silence the alarm. It was further noted that the patient missed a refill. The patient had moved from (B)(6) to (B)(6) and did not have an hcp in the state who was familiar with the pump. The patient was being managed with oral medications and the pump would not be refilled but they would like to silence the active alarm. On (B)(6) the pump was turned to minimum rate by the ER physician. The patient also reported that the pump was empty for some time now. The pump was programmed to ¿empty¿ but it was decided to put a reservoir volume of 20cc in to avoid alarms until a managing hcp was found. The alarms were silenced as well. It was noted that the reservoir had been empty for at least 2 months. The patient status at the time of the report was noted as alive, no injury. There were no patient symptoms associated with the event. The pump was used to deliver dilaudid.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4). Implanted: (B)(6) 2011, product type: catheter. (B)(4).